Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 4354437. Common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4711129.

Event description:
It was reported that during an ipg and lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-05353 and 1627487-2025-03732], one of the occipital leads was cut and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.